Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
I was claimed that the ventilator that is connected to the compressor is vibrating too much. Patient involvement is unknown. The issue was reportable based on available information (no logs or faulty parts) as reported issue may have underlying causes, which represent a reportable event. Identification of issue has been done by analyzing problem description. The root cause of the issue has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator that is connected to the compressor is vibrating too much. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).